Event description:
Patient was undergoing a laparoscopic right colectomy (bowel surgery). While the surgeon was using the harmonic device, the white top piece melted inside the patient. There wasn¿t any visible injury to the patient and she was discharged on (B)(6) 2020 without any sequelae. FDA safety report ID # (B)(4).